Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the abdomen on 01/05/2017. The reaction was described as small red bumps that itch. Affected area was treated with atarax ointment prescribed for a previous reaction. Date of prescription is not known. At the time of contact, patient is fine. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.